Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: forceps elevator knob has a crack; nozzle has foreign objects; due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of forceps elevator lever, up/down knob cannot be locked securely; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive around light guide lens is peeled; objective lens has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; image guide protector has a scratch; grip has a scratch; paint on suction cylinder is peeled; control unit has discoloration; electric connector has corrosion due to water leakage; due to clogging of nozzle, water removal ability does not meet the standard value; distal end cover has a scratch; and connecting tube has a scratch; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, had the right/left angle lock knob is off. The issue occurred during unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle had a foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle and on the distal end could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. - was there a delay in the start of pre-cleaning: no. - air/water nozzle was flushed with water and air: yes. - were there abnormalities in the accessories used for reprocessing: no. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. - did the customer brush the instrument channel, instrument channel port, and suction cylinder: yes. Olympus will continue to monitor field performance for this device.